Event description:
It was reported that patient in clinic with discomfort. Chest x-ray found perforation. Hematoma was observed and treated. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.